Manufacturer narrative:
The lead was sent to the pathology department at the hospital. If the lead is returned, this event will be updated.

Event description:
Additional information was received which noted there was a proximal coil fracture. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received which noted that a chest x-ray was performed. A lead fracture was unable to be visualized on x-ray. Oversensing was being observed. During the revision, the physician elected to replace the device and lead to reduce the pocket size for this patient. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements of greater than 200 ohms in triad configuration. The shock impedance measurement was 44 ohms in coil to can. The device was programmed coil to can. No actions have been performed or planned due to normal impedance measurements in coil to can configuration. No adverse patient effects were reported. The lead remains in service.